Event description:
Bi-polar acetabular cup was revised due to dislocation between the cup and the bi-polar head.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in progress but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report sent on january 29, 2009. Corrective action initiated to address late submission.